Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that within hours of the pt's device exchange, the lvad clotted (reference medwatch # 2916596-2010-00203). The pt remained in the hospital being maintained on inotropes in an attempt to reduce the impact of the clot. Two days post implantation, the hospital made a decision to explant the lvad. The pt remains stable being medically maintained on dobutamine at home.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.